Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl via an implantable pump for unknown indications. It was reported that the patient had two mris (magnetic resonance imaging) (B)(6). The hcp stated they saw the 529 service code (motor stall recovery occurred) after the first MRI. After the second MRI, they were seeing code 232 that the pump was stalled, but no restart code. An agent suggested they keep checking in with the pump to verify the restart.